Event description:
It was reported that subject 015 had an extended hospitalization because he was experiencing fevers. In 2008, the pt was found to have a csf leak and taken to the or. The durepair was not taken out however, sutured back down. The pt was discharged three days later.

Manufacturer narrative:
The device has not been returned to manufacture.